Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted once the instrument has been evaluated and/ or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument would not close. The procedure was completed with no reported injury.